Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter an was stuck inside the patient. A surgery resident was called for help, punctured the balloon using a guidewire to deflate the balloon.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. An actual sample was returned for investigation. Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The catheter then was inserted with 5ml water by using 10ml luer tip syringe and noticed the water could pass through he inflation airline. However, we observed that water inside the balloon presence foams during inflation. Further investigation, the balloon then was inspected for any latex particle or other foreign particle instantly after the foams gone and noticed there was collapsed lumen inside the balloon. Besides that, there also a few debris observed inside the water which indicates non-st erile water was used during inflation procedure at complainant side. From analysis, we suspected that the failure of collapsed lumen was occurred due to excessive pressure had been applied during deflation process. Therefore, warning on it had been stated in IFU {instruction for use) to prevent this cause of failure during usage since excessive aspiration can collapse the inflation airline. Based on the analysis conducted, it was noticed the balloon could not be deflated due to collapsed lumen was occurred inside the balloon. This cause of failure could be happened when excessive pressure had been applied during performed the deflation process. Furthermore, the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Thus, it had been stated in IFU that latex product should be inflated by using the sterile water only and the balloon also should be deflated in a w ay of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspect ion of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Thus, this complaint is not confirmed.

Event description:
It was reported that before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter an was stuck inside the patient. A surgery resident was called for help, punctured the balloon using a guidewire to deflate the balloon.